Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no adverse impact to the customer's blood glucose. The customer declined troubleshooting with tandem technical support and declined to provide further information.